Manufacturer narrative:
Follow-up #1; date of submission: 09/29/2016. The pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings. A review of the black box data showed one reboot with a battery change. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was found in the battery canister and battery cap. The returned battery cap was undamaged and was able to fully attach to the pump. The battery cap was fastened and then unscrewed 1/2 turn leading to a reboot as a result of moisture corrosion on the battery terminal. The battery cap was fastened a second time and the pump was able to exercise for 24hr with no reboots occurring. The pump failed a leak test due to a crack in the battery compartment. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the pcb. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).